Event description:
Event description guidant received information that shortly after this pacing system was implanted, the atrial channel displayed high impedance measurements. The setscrew was suspected to be loose.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant advised checking the lead's position in the header as well as verifying the setscrew position. No additional information is available at this time. If more information becomes available, the event will be reopened.upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header, setscrews and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Detailed analysis of the device header confirmed all seal plugs were intact and all setscrews moved freely. There were no obstructions in either port. No issues were observed when inserting a lead into the device header and securing it with the setscrews. Daily atrial impedance measurements since (B)(4) 2013 until explant show the impedances varied between 480 and 520 ohms. Daily ventricular lead impedances varied between 430 and 480 ohms. Analysis was unable to confirm the reported field allegations as the device operated appropriately during testing.analysis was also performed on a different observation which was filed under manufacturer report number 2124215-2012-00490.

Event description:
Boston scientific received information that shortly after this pacing system was implanted, the atrial channel displayed high impedance measurements which were greater than 2500 ohms. The setscrew was suspected to be loose. The system remained implanted. No adverse patient effects were reported.